Event description:
It was reported that the pt underwent a revision surgery approximately 4 months post-op, due to fracture of the right sided rod proximal to the bone screw at l3.

Manufacturer narrative:
The device has not been returned to medtronic for eval. Unable to determined cause of the event.